Event description:
A customer reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support, which involved a complete pump reset guided by a representative. After the reset, the cgm error code did not reappear. Customer was advised to wait 20 minutes before starting the sensor session, which was understood and acknowledged.